Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage. Results: the chamber was extensively cracked around the dome. One of the chamber ports was broken off completely. Conclusion: every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post production, possibly during transport or storage at the customer facility. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". Our monitoring and trending of cracked mr290 chambers has a rate of occurrence (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A distributor in (B)(6) reported that an rt200 adult dual-heated breathing circuit had a broken heater wire pin which prevented the circuit from being connected to a heater wire adaptor. Upon inspection of the returned rt200 breathing circuit kit at fisher & paykel healthcare (fph) (B)(4), an mr290v vented autofeed humidification chamber was found to be damaged as well. The mr290v chamber is part of the rt200 breathing circuit kit. The complaint rt200 breathing circuit was reported to FDA under MDR # 9611451-2011-00062.

Event description:
A distributor in (B)(4) reported that an rt200 adult dual-heated breathing circuit had a broken heater wire pin which prevented the circuit from being connected to a heater wire adaptor. Upon inspection of the returned rt200 breathing circuit kit at fisher & paykel healthcare (fph) (B)(4), an mr290v vented autofeed humidification chamber was found to be damaged as well. The mr290v chamber is part of the rt200 breathing circuit kit. The complaint rt200 breathing circuit was reported to FDA under MDR # 9611451-2011-00062.